Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet charger displayed a green charging indicator for less than one minute and then shut off, resulting in the pump not charging while the user was traveling internationally; the pump itself was not reported to have malfunctioned and blood glucose was not affected. Symptoms included no clinical symptoms. Outcomes included no impact on activities of daily living and no medical intervention. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the issue was consistent with a charging accessory malfunction and that use of an alternate compatible charger was recommended during travel. It was concluded that the event involved a device component related to external power supply performance without patient harm and that continued monitoring was appropriate.